Manufacturer narrative:
(B)(4). The actual complaint product was returned for evaluation. One used sample was received with no packaging, and appears to be in generally clean condition. The blue busing is detached from the cone adapter. The busing was examined under magnification. There is a visible ring of adhesive residue on the outside of the bushing. This is located at approximately 9mm from the tip. The bushing and cone adapter were viewed under uv light. There is visible fluorescence seen on both components. The device history record for the lot number, m6069t503b involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
It was reported that, an in-line 8fr closed suction catheter for endotracheal tube was inserted into the patient's airway and the catheter broke from one end and could not be pulled out of the patient 's airway. Additional information requested but not received.